Event description:
As reported by an affiliate, after opening the package of an avanit plus, the needle is split and the sheath is distorted. The package is intact. There was no patient injury as the device was not clinically used.

Manufacturer narrative:
A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: as reported by an affiliate, after opening the package of an avanti plus, it was noted that the needle was separated in two or more pieces and the sheath was compressed. The product was stored per IFU instructions. The package was intact. There was no patient involvement. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot revealed no anomalies during the manufacturing and inspection processes that were considered potentially related to the reported complaint. Without return of the device, the complaint could not be confirmed. Based on the information provided, the needle fracture and sheath compression may have occurred during shipping or device storage. The device history record confirmed that there were no anomalies noted during the manufacturing process. Since there is no evidence of a design or manufacturing issue related to the complaint, no corrective action will be taken.